Event description:
It was reported the programmer boots up in demonstration mode only. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm or reproduce the initial report, no anomalies were found. It was also noted that there was no stylus returned with the device.